Manufacturer narrative:
Citation: salaun e et al. Bioprosthetic aortic valve durability in the era of transcatheter aortic valve implantation. Heart. 2018 a ug;104(16):1323-1332. Doi: 10.1136/heartjnl-2017-311582. Epub 2018 may 7. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of structural valve deterioration (svd) of aortic bioprostheses with specific emphasis on transcatheter aortic valve implant (tavi). The literature also included a meta-analysis secondary review of primary data from 23 additional articles. Medtronic products referenced were the freestyle and hancock ii surgical valves and the corevalve transcatheter valve. No patient demographics or device serial numbers were provided. Among all freestyle patients adverse events included: moderate structural valve deterioration (defined as fibrocalcific remodelling, thickening and stiffening of valve leaflets and/or disruption of collagen fibres and ensuing leaflet tear or perforation), calcification, and reintervention. Based on the available information, these adverse events may have been attributed to medtronic product. Among all hancock ii patients adverse events included: severe hemodynamic valve deterioration (defined as stenosis and/or regurgitation) and reintervention. Based on the available information, these adverse events may have been attributed to medtronic product. Among all corevalve patients adverse events included: severe structural valve deterioration (defined as fibrocalcific remodelling, thickening and stiffening of valve leaflets and/or disruption of collagen fibres and ensuing leaflet tear or perforation), structural valve failure, moderate hemodynamic valve deterioration (defined as stenosis and/or regurgitation), and reintervention including valve-in-valve procedure. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.